Manufacturer narrative:
The device was not received by depuy synthes power tools. Once the device is received and the evaluation has been completed, or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
A report received from USA stating that "the attachment wobbles from side to side during use." The device was not being used during surgery. It is unk if injury, or medical intervention occurred. The date of event is unk. There was no add'l info provided.